Manufacturer narrative:
Taper unk. The rptr of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in an stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery." "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of pain and dehydration as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subject included: ...abdominal pain, dehydration, chest pain, incision pain, and ...port site pain." Device labeling addresses the reported event of irritation/inflammation as follows: "contraindication(s): the lap-band system is contraindicated in: pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease." Device labeling addresses the reported event of hemorrhage as follows: "specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound." Device labeling addresses the reported event of difficulty adding/removing saline as follows: "it is important to remove any additional saline via the access port, so no air will enter the lap-band system, compromising later adjustments. Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."

Event description:
Pt reported that after implanting the lap-band device, the physician had difficulty adding saline. The pt currently has 3cc of saline. Fluoroscopy showed the pt was experiencing a port displacement and revision surgery was completed. About a week after the revision surgery, the pt stated having symptoms of diarrhea, sores in the mouth, blood clots, difficulty swallowing and fissures in the digestive system. The physician belies that the symptoms were coincidental to the lab-band placement and admitted the pt to their primary care physician. The pt was prescribed an oral flagel due to suspicion of clostridium difficile, but three test came back negative. Additional follow-up is not possible as the pt requested that we not contact the physician.